Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. During the device analysis, it was not possible to replicate the issue experienced by the customer. The reported complaint is not confirmed. The pump passed calibration. The downstream (dso) seal was removed and revealed that excessive amount of loctite was used to cure the seal. The loctite contaminated the downstream sensor. The cause was likely due to excessive amount of loctite used on the downstream seal. Dso sensor was replaced to correct the issue. Device passed all functional tests after the repair.